Event description:
It was reported that during a cori tka procedure, two cases were created for this patient. On the first case, during the "stressed range of motion" portion of the registration process, the stresses displayed as tight/below the line for both medial and lateral gaps in extension and flexion greater than expected/normal (>10mm in both extension and flexion for both the medial and lateral gaps) (case-(B)(4)). They tried to recollected stressed range of motion (no fix) and recollected mapping of both the tibia and femur (no fix) and there was a "lag" in the estimated-femur that displays as you collect points (this was significantly noticeable (case-(B)(4)). They verified that the tracker arrays had not moved with point probe (passed check) and decided to start a new case. Beginning the new case in the cori did not solve the problem. During the registration phase, they could not collect the hip center without an error greater than 1.0. Also, they noticed that the hip center was collecting "backwards" from what they would normally expect (case-(B)(4)). They double checked to make sure they were planning for a right tka. As they had the correct operative side, they tried all the other recovery steps typical with an error collecting hip center. However, the surgeon stopped using cori and switched to manual instrumentation with a delay greater than 30 minutes. No other complications were reported.

Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, therefore, visual and functional inspections could not be performed. The case files were provided for review. The screenshots confirmed the consistent overlap of the femur and tibia implants in the preop gap assessment and implant planning screens. It should be noted that the thickness was increased from a 9 mm to an 11 mm, which further decreases the gap (in this case increased the overlap) between the femur and tibia implants. This extreme gap overlap was recreated when the checkpoints were taken on the clamps, and the femur clamp was intentionally shifted down the bone pins, closer to the femur bone. A checkpoint on a loose clamp that moves down the bone pins would not be detected because both the clamp and the bone tracker would move together down the bone pins. The checkpoint is still the same distance from the flat markers on the bone tracker, which would not alert the system of a checkpoint error. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. It is likely that, prior to the preop gap assessment, the femur checkpoint was taken on the clamp of the femur bone tracker, and the tracker was loose on the bone pins. This is the most likely cause of the extreme overlap seen in the gap assessment graph. Refer to the real intelligence cori for knee arthroplasty user manual to set up the bone hardware. This includes inserting the bone pins, installing the femur and tibia trackers, and inserting the checkpoint pins rigid fixation of the femur and tibia trackers to the bone is critical for a successful surgery. This fixation system is installed using bone pins or speed pins, a drill guide, and tracker clamps. Once fixed to the bone, tracker clamps are oriented towards the tracking camera so that the flat markers are in view. Checkpoint pins are inserted in both the femur and the tibia, in positions where they will not be disturbed during bone removal. These points are collected as data points using the point probe within cori application software. Throughout the surgical procedure, the ¿checkpoints¿ are referenced to determine if either tracker has moved. Checkpoint pins should be inserted in bone with sufficient quality as to minimize the chance of checkpoint pin movement. Checkpoint pins are inserted using the checkpoint tool. This situation is captured in the optimus risk assessment released at the time of the complaint. S a result of these findings, it was determined that the software functioned as intended; no defect of the system occurred. Based on the investigation, no containment or corrective actions are recommended at this time.